Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, as the events occurred in the past, the customer was unable to provide details regarding the event. However, the customer reported that on occasion, the insulin gauge remained static on a number. There was no reported impact to the customer's blood glucose level.